Event description:
It was reported that this implantable cardioverter defibrillator alerted for high out of range shock impedance, greater than 125 ohms. Review of the device data indicated the shock impedance had ranged between 75 ohms and 125 ohms over the past year, with an average of approximately 90 ohms. No signal artifacts were observed and device sensing and function were otherwise normal. Technical services recommended continuing normal routine follow-up and possibly increasing the programmed upper limit for shock impedance. The ICD remains in service and no adverse patient effects were reported.